Event description:
Our affiliate is reporting that during a procedure, a portion of the distal tip of a vapr se electrode broke off into the joint space. The fragment was not retrieved from the body; however, the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded by user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.